Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench technician was unable to confirm the reported issue. When tested, the device took a non-invasive blood pressure (nibp) reading normally using a connected cuff and passed all nbp service mode tests. To rule out the possibility of an intermittent issue the bench technician determined the nibp pump assembly & nbp pump cable should be replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
It was reported that the device was producing unreliable nibp results. The device was not in use on a patient at the time of the event. There was no adverse event reported.